Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unhappy with his scs system. The patient stated he would like to have his system removed and has consulted with his physician regarding the explant. The patient declined to meet with an sjm representative for troubleshooting and reprogramming of his system. Surgical intervention has not been scheduled.